Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit would not turn on.

Manufacturer narrative:
A getinge fse was able to reproduce the issue. When the fse pressed the switch the machine turned on. The battery charge is ok, the mains also. The fse checked the switches, which are ok. The voltages on the drive solenoid are within the norms. The fse performed preventive maintenance according to the service manual. Testing and working ok. All functional and safety checks to meet factory specifications were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit would not turn on. There was no patient involvement.